Event description:
The event is reported as: the customer alleges that the lma classic is not holding air prior to intubation. No pt injury/harm.

Manufacturer narrative:
The device was not returned for eval at the time of this report.